Event description:
Customer reported to beckman coulter, inc. (Bec) that they received a damaged c-reactive protein (crp) reagent pack. Customer reported that they observed the leak while in the process of loading the reagent on the system. Customer reported that they did not load the reagent on board. Customer reported that no erroneous results were generated or reported. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Bec is filing this MDR because crp reagent contains materials of animal origin and should be considered as potentially capable of transmitting infectious diseases. Bec identifier for this complaint is (B)(4).